Manufacturer narrative:
Corrected information has been provided in b1 (event type) to accurately reflect [injury/malfunction/death classification]. Corrected information has been provided in UDI (d4) was previously entered incorrectly the complete UDI has now been provided.

Manufacturer narrative:
No product returned. Hypotension: the root cause of the injury was unable to be determined due to insufficient clinical details. Tachycardia: in order to make a cause determination, all of the clinical details outlined would have to be provided. The root cause of the injury was unable to be determined due to insufficient clinical details. Device in wrong position: the cause of the device in wrong position was unable to be determined due to insufficient clinical details. Device passed all post sterile inspection checks.

Event description:
The complainant reported that the patient experienced hemodynamic instability following cardiac surgery, including self-limiting premature ventricular contractions and episodes of ventricular tachycardia requiring treatment. The patient could not be weaned from cardiopulmonary bypass and required an impella 5.5 for mechanical circulatory support. Postoperative arrhythmias were associated with shallow device positioning and resolved after repositioning, performance-level adjustments, and volume resuscitation. The device was later removed without access complications. Imaging showed significantly reduced ejection fraction, and the patient required intensive postoperative management consistent with a serious injury.